Event description:
The customer reported that this internal paddle set was not meeting specs.

Manufacturer narrative:
The customer reported that this internal paddle set was not meeting specs. Philips evaluated the device and confirmed that the internal paddle set failed specs. The customer received a replacement paddle set.